Event description:
It was reported that the monitor was not giving accurate co values. The values received for ci index were variable, varying from 3.4 to 1.4. When the inaccurate numbers were noticed, the monitor was changed out for another monitor, using the same accessories and the problem was solved. There was no patient injury reported.

Manufacturer narrative:
One vigilance ii monitor was received for evaluation. The monitor's system was tested, per the final acceptance test unit (fatu), before and after 147 hours burn-in test. It passed the complete test without any issue. Re-tested co with two different metrology co simulators. Both readings were stable; 6.0-6.1 l/m. The unit passed the two simulator tests and found no issue. The blood temperature reading was stable. The system passed the burn-in test with a simulator connected to the unit. There was no repair action taken. A device history record review was completed and it was confirmed that the device met specification upon distribution. The complaint could not be confirmed during evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.